Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, they used the device while they felt discomfort in opening the jaws from the beginning of use, however, in the middle of the procedure, when opening the jaws, they were stiff and could not be opened properly, so a new product was used. There was no patient injury.